Event description:
It was reported that : "breakage of the reamer stryker adaptor in intraoperative with the reamer head remaining in the patient's bone." Action taken : remove the alesor introduced into the femur. Customer reported that: "incidental description: during a femur nailing procedure, the motor adapter of the stryker reamer broke while the surgeon was using it on the patient." Clinical consequences found: activity performed with a loss of time and/or quality conservative measures and actions taken: remove the reamer inserted in the femur + the guide pin which were no longer attached to the motor adapter.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the provided im reamer shaft of the bixcut system shows extensive signs of usage and rework which wiped the details used for device identification. The reamer shaft is broken at the last windings near the adapter. Most likely the dovetail pegs of the used bixcut head got broken. The bixcut head was not provided. The breakage surfaces show the typically rough and cliffy structure of a ductile overload fracture. Also, the outer spiral is not un-winded the reamer shaft broke during operating in a clockwise direction due to torsional overload. The device history record could not be reviewed because the affected device returned was wiped from the area where the lot number is mentioned and only half can be seen, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to a user-related issue. The failure was caused by torsional overloading. Most likely the reamer head got stuck into a hard bone and due to operating the jammed reamer shaft the spiral material got overloaded and broke. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that : "breakage of the reamer stryker adaptor in intraoperative with the reamer head remaining in the patient's bone." Action taken : remove the alesor introduced into the femur. Customer reported that: "incidental description: during a femur nailing procedure, the motor adapter of the stryker reamer broke while the surgeon was using it on the patient." Clinical consequences found: activity performed with a loss of time and/or quality conservative measures and actions taken: remove the reamer inserted in the femur + the guide pin which were no longer attached to the motor adapter.